Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device was experiencing pain due to their implanted device. Therefore, they contacted boston scientific technical services (ts) because they would like for their device to be removed. Ts referred the patient to their physician. Additional information from boston scientific field representative indicated the patient started experiencing pain at the implant site a few months ago; because of this, they have been taking tylenol, and the patient was told to try using cold compresses. The patient went to the clinic to ger their device checked a few weeks ago, no redness or swelling was noted. The physician is planning to explant this icm device in the following month. Additional information from the field representative indicates this icm device was explanted from the patient due to the reported pain. No other action was taken, and no replacement procedure is expected at this time. No additional adverse patient effects were reported. This icm device has not been returned.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device was experiencing pain due to their implanted device. Therefore, they contacted boston scientific technical services (ts) because they would like for their device to be removed. Ts referred the patient to their physician. Additional information from boston scientific field representative indicated the patient started experiencing pain at the implant site a few months ago; because of this, they have been taking tylenol, and the patient was told to try using cold compresses. The patient went to the clinic to ger their device checked a few weeks ago, no redness or swelling was noted. The physician is planning to explant this icm device in the following month. Additional information from the field representative indicates this icm device was explanted from the patient due to the reported pain. No other action was taken, and no replacement procedure is expected at this time. No additional adverse patient effects were reported. This icm device has been returned and analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.